Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 2.25mm target lesion was located in the mildly tortuous and severely calcified left circumflex (lcx) and left anterior descending (lad) artery. Following use of an opticross imaging catheter, a 1.5x15mm balloon was used for predilation of the proximal to mid lad. A 10mmx2.25mm wolverine coronary cutting balloon was advanced to the mid lad and on the second inflation for 30 seconds, the balloon ruptured at 8atm. The physician deflated and removed the wolverine balloon without complication. After a 2.25x24mm synergy drug eluting stent (des) was implanted in the mid lad, a 10mmx2.50mm wolverine coronary cutting balloon was advanced but could not pass through the lesion. It was decided to use the wolverine only in the proximal lad. The procedure was completed with different devices. No patient complications were reported and the patient was stable post procedure.